Event description:
It was reported that the right ventricular (rv) lead pacing impedance had risen from 800 ohms in (B)(6) 2012 to 1600 ohms today. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d154awg, implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2007. Product ID: 5554-53 implantable pacing lead implanted: (B)(6) 2007. (B)(4).